Event description:
It was reported that this brady lead was a case of an attempted implant due to helix was not detached, was unable to get an optimal left bundle capture and the and the maximum recommended number of turns about six to ten had been reached. In addition, the helix was separated from the body of the lead and was left in the myocardium repositioning. This brady lead was replaced with the same mode, not implanted and will be returned for analysis. No additional adverse patient effects were reported.